Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported unknown side "expander inserted did not maintain the filling over time needed to reach the required expansion." Patient was replaced with a breast implant. Device has been explanted.

Manufacturer narrative:
Device evaluation: red and green particles in shell. Leak test and microscopic analysis was performed which identified: a curved sharp opening on anterior side assessed as unidentified(tear) opening(no shell thickness due to opening size.). Based on the device analysis the final assessment is: a sharp opening assessed as unidentified(tear) opening.

Event description:
Health professional reported unknown side "expander inserted did not maintain the filling over time needed to reach the required expansion." Patient was replaced with a breast implant. Device has been explanted.